Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the test stylet passed through the entire length of the lead with no anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to move the stylet to the tip of the right ventricular (rv) lead. The physician indicated that it was very difficult to move the stylet. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.